Event description:
Patient presented to ER for low bp on (B)(6) 2023. Intermittent atrial oversensing noted on stored egms when interrogated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).